Event description:
It was reported that an asymptomatic patient presented in the operating room during routine device changeout with the pulse generator in backup vvi. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.